Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: package is dirty and a stainless steel wire in the package.

Manufacturer narrative:
H6: investigation summary. Bd received an unsealed 22 gauge insyte autoguard unit from lot 2174489 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a separate metal object present inside of the plastic packaging. The metal object was identified to be an extra cannula inside of the package. The engineer also identified a stain on the package label, but the label wasn't damaged. The stain also wouldn't affect the integrity of the package. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a packaging issue. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all packaging personnel to raise awareness of this issue and prevent recurrence. H3 other text : see h.10.